Event description:
Infusion pump stopped infusing and started to alarm. The event was reported to have occurred during a pt infusion. According to the hosp rep, no pt injury or medical intervention had been reported. No add'l contact info was available.